Event description:
It was reported that prior to starting a da vinci surgical procedure, a cable broke at the distal end of a pk dissecting forceps instrument. The instrument was not used in the case. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the instrument's grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. Additional observation not reported was a frayed pitch cable at distal idler. No damage was found on the clevis. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.